Event description:
I bought some "latex free" support thigh high hose. I was told that they were latex free. Immediately after putting the hose on I started to react to them. I took them off and took benadryl 3 times. Upon arriving at work I had trouble talking and breathing. I was having an anaphylactic reaction. I ended up at the emergency department at the hospital I work at then was transported to an adult hospital and was admitted. I will be on medication for 6 months. Medium therapeutic support stockings. They were made of spandex.